Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasion was noted at 36-36.5cm from the distal tip. The etfe coating was intact at this location. (B)(6).

Event description:
This report is to advise of an event observed during analysis.